Manufacturer narrative:
Analysis of the lead (B)(4) found the conductor was broken. Conductor #4 broken at electrode #4. Two unknown conductors broken under electrode #6 and 1 unknown conductor broken under electrode #7.  Analysis of the lead (B)(4) found a broken conductor. Analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead; {x} cm from the {distal/proximal} end of the lead. Analysis observed the distal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead. Analysis results not available at the time of the report. A follow-up report will be submitted when analysis is complete if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator for head/neck (non-malignant pain) and spinal pain. It was reported that the lead had moved within the patient and there were high impedances of the lead. The system was explanted. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6)2014 explanted: (B)(6)2017 product type: lead. Product ID: 977a260, (B)(4), implanted: (B)(6)2014 explanted: (B)(6)2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient started experiencing the lead moving and high impedances around (B)(6). The hcp reported that the patient felt shocking sensations and ineffective stimulation coverage. The hcp reported that the cause of the lead moving and high impedances was not determined. No further complications were reported.